Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A longevity calculation was performed, which confirmed that the battery voltage was lower than expected. The device case was opened and the battery was replaced with an external power supply. A higher than normal current drain was observed. Detailed analysis confirmed that the high current drain was the result of a compromised capacitor, which resulted in the observed premature battery depletion.

Event description:
This product has been returned and a device evaluation was completed.

Event description:
It was reported that the patient heard their device beeping for a couple of weeks. When the implantable cardioverter defibrillator (ICD) was checked, a code 1003 was discovered. Data analysis confirmed that the battery was prematurely depleting. The ICD was successfully removed and replaced. No additional adverse patient effects were reported. This product has been returned. This report will be updated upon analysis completion.